Event description:
It was reported to boston scientific corporation that the patient was implanted with a pinnacle duet pelvic floor repair kit during an anterior and posterior repair with cystoscopy procedure on (B)(6) 2011. A polyform synthetic mesh was also implanted during this procedure. According to the patient, on (B)(6) 2011, her left-side incision ruptured while at home. The implanting physician examined the patient right away and determined that a hematoma had ruptured. The patient was given steri-strips, and was referred to a wound center for the following day. During the next ten days, the patient experienced constant, extreme abdominal pain. In addition, she noted that her pubic region was deep purple to black, which her physician attributed to bruising. The patient also experienced vomiting and intermittent fever. On (B)(6) 2011, the patient had a CT scan at the wound center, and was advised to return to the hospital immediately because she would need surgery for a large pubic abscess revealed by the scan, and for the hematoma. The implanting physician planned to fully reopen the incision, free up the hematoma by evacuating the wound, inspect the mesh placement, and flush with saline. Following this procedure, the patient was hospitalized for three days. She had a kci wound vac placed until the incision had closed. She also had a pic line inserted in her left arm for 38 days of antibiotic therapy at home. Her abdomen was reportedly large, round, bright red, and hot to the touch, and she experienced pain radiating around her entire body. The patient underwent weekly wound debridement at the wound center, and had a home health nurse visit twice weekly for three weeks to change the wound dressing. Around (B)(6) 2012, the patient began to experience pain in her vaginal canal and light to heavy bleeding, and was unable to have intercourse as a result. During the first week of (B)(6) 2012, the patient consulted with a new gynecologist. Upon examination, his nurse practitioner discovered a fistula. The patient was not bleeding the day of this appointment. At some point later, the patient was bleeding "pretty heavily," and began experiencing vaginal pain when sitting or walking. She had a sonogram, which revealed another hematoma. The nurse practitioner advised that it was not nearly as large as the previous hematoma, and that it may be absorbed by her body. Upon examination, the patient presented with some granulated tissue in addition to the fistula. The patient returned to the second physician, who examined her and confirmed the presence of the fistula, and opined that the patient's complications may be due to the (unspecified) mesh implant, and advised that she see a gynecologic oncologist. On (B)(6) 2012, the patient saw the gynecologic oncologist, who examined the vaginal canal and the abdomen. She presented with bleeding, which had become a daily occurrence. The physician noted that the patient's abdomen was distended. The patient reviewed with him her complications, including constipation with painful bowel movements, and intense vaginal pain rendering intercourse impossible. Pelvic and abdominal ultrasounds and mris with and without contrast were ordered, which revealed a large ventral hernia and a return of her prolapse. The physician assessed that the bleeding and pain were from the (unspecified) mesh, and noted that he could see an eroded piece of it at the vaginal cuff. He planned to consult with a general surgeon, who would repair the hernia and abdominal muscles. He recommended that because of the large size of the hernia, a plastic surgeon should excise the incision scar, and after the hernia repair by the general surgeon, draw down any loose skin and tissue for removal. He also advised that the entire (unspecified) mesh implant should be removed, and that this would be very complicated and risky. The patient's symptoms worsened, and she began experiencing constant and extreme vaginal, pelvic, and abdominal pain, which progressed to muscle spasms in the pelvic region, and she was unable to walk at times. Her lower spine shows deterioration, and she experiences shooting pain in her buttocks, lower back, and the backs of her legs. The implanting physician was reportedly scheduled to perform corrective surgery on (B)(6) 2012, with another physician assisting. The procedure plan was full (unspecified) mesh removal, vaginal canal reconstruction if needed, and pelvic organ prolapse repair without mesh. The patient also requires repair of the hernia and a tear in the midline abdominal muscles (diastasis recti), scar revision, and removal of sagging abdominal skin. Per the patient, no further information will be available.